Event description:
It was reported that during the coiling procedure, while removing the microcatheter from the guide catheter only a part of the microcatheter came out. The microcatheter was separated. The remaining part of microcatheter and the guide catheter was removed altogether successfully. No products were deployed in the microcatheter it was only used for microcatheter assisted coiling procedure. No procedure delay or any adverse consequence was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The analysis of the device revealed that the catheter shaft was broken/ fractured at 30cm from the proximal end. During functional testing the device was difficult to flush and a 0.0158¿ patency mandrel was unable to be advanced through the distal section of the microcatheter. Blood was noted on the mandrel when removed. Information available indicated that there were no anomalies noted to the catheter during preparation, therefore it is probable that the damage was sustained to the device during the clinical procedure limiting the performance of the device during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the coiling procedure, while removing the microcatheter from the guide catheter only a part of the microcatheter came out. The microcatheter was separated. The remaining part of microcatheter and the guide catheter was removed altogether successfully. No products were deployed in the microcatheter it was only used for microcatheter assisted coiling procedure. No procedure delay or any adverse consequence was reported.